Event description:
Malfunction: trocar cannula tight. The nurse reported, the trocar cannula was too tight. Add'l info received from the facility materials mgr stated, the nurse opened another pack. The case was completed as planned. No pt injury was reported.

Manufacturer narrative:
No sample was returned for eval. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).